Manufacturer narrative:
The field service engineer (fse) performed troubleshooting with the customer via the telephone. The customer discovered the sweep flow line was loose from the coil. The customer replaced the tubing and resolved the issue. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blood fluid leaked outside the front right side of the instrument and sheath tank system error involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed due to sheath tank system error. As a result, patient results were not generated or impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place.